Manufacturer narrative:
Date initial report sent: 12/19/2007.

Event description:
Procedure: lobectomy. According to the report: fired over left upper lobe bronchus. On the second firing with a 60-4.8 staple size, a cracking noise was heard. The surgeon changed to a new instrument and tried firing three times with the same stapler. However, all could not fire properly. Then, the surgeon used a different type of stapler and the operation was completed without any further problems. Under 200cc bleeding occurred.